Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test or off no power alarms were noted. The pump passed the functional tests including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer reported that he received a failed battery test alarm. The customer reported that the ambulance was called and took him to hospital. The customer's blood glucose was 381 mg/dl at the time of the incident. The customer's blood glucose was 431 mg/dl at the time of call. The customer stated that he was nauseous, vomiting and getting sick. The customer stated that the customer was wearing the insulin when the ambulance came. The customer was unable to troubleshoot for the failed battery test alarm at the time of call. The insulin pump will not be returned for analysis.